Event description:
It was reported that the health care professional was unable to establish telemetry with the insertable cardiac monitor (icm). The patient's clinic awaits the patient to facilitate the replacement of the icm. No patient complications have been reported as a result of this event.

Event description:
It was also reported that telemetry could not be established due to premature battery depletion of the icm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).